Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that label peeling back occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported the labels are peeling back. Here are two additional lots that are showing the winging in the labels. Lot numbers here are 9081742 and 9128903, which have the same issue. 10 unopened ones here."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081742. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9128903. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-05-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label peeling back occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported the labels are peeling back. Here are two additional lots that are showing the winging in the labels. Lot numbers here are 9081742 and 9128903, which have the same issue. 10 unopened ones here."